Event description:
It was reported that during a lap sigmoidectomy, the output function of the device had a difficulty in being activated. No error message was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m90j0f. The device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for " the output function of the device had a difficulty in being activated." The device was functionally tested with a generator. During functional testing on gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity which could cause the generator to display a communication, activation issues, incomplete pre-run test or alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. The batch record was reviewed and no anomalies were noted during the manufacturing process.